Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with a blood glucose reading of 670 mg/dl. The customer thought that her elevated blood glucose levels were due to medication she was taking, but her blood glucose levels remained elevated after finishing the medication. Troubleshooting was performed, and the insulin pump was programmed correctly. Further troubleshooting was not possible as the caller had no supplies with her. Nothing further was reported.